Event description:
Customer reported a hospitalization event for his high blood glucose. Date of hospitalization was 10/03/2014. Blood glucose at the time of admission was 525 mg/dl. The customer stated she was having multiple high blood glucose incidents and a bolus delivery did not relieve her blood glucose prior to her hospitalization. The customer also stated manual injections did not lower her blood glucose, causing her to be admitted to the hospital. The customer also reported a bent cannula when she changed her infusion set. The customer was treated with an IV drip of insulin for her high blood glucose. She also reported a kinked infusion site after leaving the hospital. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.